Event description:
During a ptca procedure to treat two lesions, (one was in the proximal segment of the diagonal branch), a bmw guide wire was inserted into the diagonal. As the guide wire did not go into the diagonal branch, the guide wire was withdrawn form the coronary artery in orderr to reshape the tip. When the guide wire was completely pulled out from the hemostatic valve, it was noted that about 3 cm of the guide wire tip had been completely severed from the guide wire. The guide wire was replaced with another guide wire and the procedure was completed successfully. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the coils, the core, and the coating. The guide wire was separated at the center solder. The proximal portion of the guide wire at the separation consisted of the intermediate coils being stretched distally from the proximal solder for a length of 15 cm. The core length distal to the proximal solder was 3.6 cm. There was center solder residue on the core 2 cm distal to the proximal solder joint. The separated portion of the guide wire consisted of the tip coils, which were 3 cm in length, and the shaping ribbon, which measured 4 cm in length. The tip coils were still coiled and the shaping ribbon and the tip coils were still attached to the tipball. The core and the shaping ribbon appeared to still be the manufactured length. It appeared that the coils separated at the center solder and the shaping ribbon came loose from the core at the center solder. The guide wire tip was tugged on to confirm that the shaping ribbon was intact. The guide wire was sent to scanning electron microscopy (sem) for further investigation. Quality engineering reviewed the incident information and the analysis of the returned device. The analysis showed that the failure happened at the solder joint. The guide wire was sent to sem to determine if solder has been present before the failure. The results of the sem analysis indicated that there was still residual solder present on the mating surfaces. This suggests that the guide wire had been soldered. The lot history record was reviewed and showed that the guide wire had been tested for tip attachment with a non-destructive tip pull. Because evidence of proper solder is present and because the guide wire was tested for tip attachment, it is believed that the guide wire was manufactured properly. Therefore, the failure appeared to be from tensile overload of the solder joint, but the incident description does not explain the exact mechanism of how this happened and a definite conclusion cannot be made. The lot history record for this product was not reviewed because the lot number was not reported. Quality engineering concluded that the failure appeared to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each product lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the quality assurance department.